Event description:
Reporting status: serous injury - medical intervention/hospitalization. Reporting rationale: pneumonitis requiring continuous oxygen therapy. Device issue: no device malfunction has been reported. It was reported that the patient had two xience stents implanted in april. The patient is in the hospital with pneumonitis and is not doing well. The patient is receiving continuous oxygen therapy. The patient had a positive galium scan and low o2 saturation. No additional event or patient information is available.

Manufacturer narrative:
The second xience is being reported under the same MFR number.